Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for essential tremor and movement disorders. It was reported that after an implantable neurostimulator (ins) replacement in 2016, the patient experienced tingling in her mouth, numbness in her lips/mouth, and a pulsing sensation on her face and down her left arm. The consumer also stated that it does not seem like the settings are correct and she doesn't feel like the patient is being adjusted right; the patient had reprogramming sessions every 3 months since implant. Additional information received from the manufacturer representative (rep) reported that they met with the patient on (B)(6) who informed them they had a tingling/pulsating sensation in the left side of their mouth since ins replacement. It was stated that the fillings in their teeth were also sensitive, and that the sensations occur a few times each day.